Event description:
It was reported when using the pyxis medstation es system, the user was unable to pull medication. The customer reported that one of the medications was not being processed. Although the medication orders are visible on the server, they were unable to retrieve the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the that the problem could not be reproduced. The technical support specialist reached out to the customer for further investigation; however, the reported issue could not be replicated, leading to the closure of the complaint. The system functioned as intended after the technical support specialist troubleshooted the device.